Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the cause of the implantable neurostimulator (ins) not being able to be turned on was ¿no battery.¿ in order to resolve the issue the battery was removed. No further complications were anticipated.

Manufacturer narrative:
Refer to manufacturer report #: 3007566237-2018-01259 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for an unknown dbs therapy. It was reported that the caller stated that they interrogated the ins¿s and both showed no problems in terms of impedances, but the first one gave a message that said, ¿device was outdated and needed to be replaced.¿ caller stated there were no eos or other error messages. Caller stated they were able to click ok and proceed and check impedances and 8840 indicated the device was off and stimulation was off but the icon to turn the ins on/off was grayed out, so they couldn¿t turn ins on. Caller stated they interrogated the other 37602, it was on and they were able to turn it off. Patient services asked if the patient had been using the system, but the caller only indicated that when the ins¿s were replaced in (B)(6) nothing was mentioned to the patient about anything regarding the replacement, so caller was surprised the issue was just noticed the day of the call. There were no further complications reported.